Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date ¿ ni , initial reporter ¿ ni, manufacture date ¿ ni. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04876 / 04877).

Event description:
During a distal radius repair, the surgeon was unable to lock the screw into any of the screw holes in the plate. The plate was removed and another plate was used successfully.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that the parts would not assemble. Inspection of the device showed slight damage to the threads in one (1) of the three (3) holes of the plate. The returned screw was functionally tested with the plate to see if it would thread properly. The screw threaded into the two (2) holes without damage. The hole with damage would not accept the screw. The damage likely occurred while trying to implant the threaded post. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.